Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the distal body worn out, segment loosened, light guide fiber bundle (lcb) broken, lg root brace rubber cut, u/d pulley wire worn out, r/l pulley wire worn out, suction channel buckled, ccd driver pcb fluid damage, lg cable connector assy fluid damage. Based on the result, we concluded that the ccd driver pcb fluid damage was the suction channel buckled leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).